Manufacturer narrative:
Findings: unit display properly and no black screen, missing segment/partial display anomaly noted. Unit received with complete broken reservoir tube lip. Unable to perform displacement test, basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit was received with normal operating currents and passed unexpected alarm error test, self-test, rewind test, prime test and excessive no delivery test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, missing o-ring (reservoir tube) and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a black screen. Customer's blood glucose was unknown at the time of incident. Customer stated that the insulin pump would not work even after multiple battery was changes. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The correct information has been provided with this report. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.